Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from all three therapy electrodes. The root cause of the gel leak was excessive force.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy pads. The area was described as a rash that was itchy, bumpy and would bleed when scratched. It was reported that the electrode belt was leaking gel from a rear te pad as well, causing the irritation. The patient was issued a replacement belt. The patient's doctor advised the patient to remove the device. During a follow up the patient reported that the rash was improving.